Event description:
It was reported that a patient passed away. The mother stated that the patient was found faced down in a ditch, and the cause of death was unknown and labeled as "suspicious death with further investigation needed". An autopsy was set to be performed, however no further information was received to date. No additional relevant information was received to date.